Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "short detected" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing, defib short testing, and 30j testing without duplicating the report. The device was recertified and returned to the customer. The accessories used were not returned for evaluation. It appears the event in question was not stored to the device or erased when reviewing the device history log. No trend is associated with reports of this type.